Event description:
Reporting status: malfunction. Reporting rationale: balloon rupture is likely to cause or contribute to pt injury. Device issue: balloon rupture. It was reported that the rca was already occluded. The voyager balloon was advanced through a previously placed stent in this vessel; however, the balloon ruptured at 12 atm. A powersail was then used and the procedure was completed. There were no pt effects. No additional event or pt information is available.

Manufacturer narrative:
Evaluation summary: quality assurance analysis revealed that the balloon dilatation catheter (bdc) was returned with no blood visible. There was fluid visible in the inflation lumen and in the balloon. The balloon was loosely folded. There was a longitudinal rupture on the balloon, 2 mm proximal to the balloon distal marker and extending proximally for a length of 5 mm. There were scratches visible on the balloon near the longitudinal rupture. There was no other damage noted to the bdc. Product performance engineering has reviewed case description and analysis of the returned device; device was damaged. Factors that may contribute to balloon damage may include, but not limited to, manufacturing, materials, pt anatomy, pt disease state, associative device interaction, lesion tortuosity, over inflation, or insufficient preparation prior to use. The analysis was able to confirm the reported difficulties, as a 5 mm longitudinal rupture was observed 2 mm proximal to the distal balloon seal. Scratches were also observed near the rupture location. Scratches suggest that the outer surface was mechanically damaged and the balloon material may have become weakened, such that during the attempt to pressurize the catheter, the balloon ruptures. An interaction with pt anatomy or previously placed stent could have contributed to the scratch damage. A review of the manufacturing records at final inspection reveals that there were no units rejected for leaks at the balloon/seal. Based on the analysis of the returned device and reported case description, the reported difficulties appear to be related to circumstances during the procedure. The lot history record was reviewed and there are no nonconformances associated with this product and lot number combination. This MDR is considered closed by the product performance group.